Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged from the rv apex to the rv septum. It was also reported that the rv lead exhibited high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.